Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event on an unreported date. The action taken with dianeal therapy was not reported. On an unreported date, the patient was treated with vancomycin injection 2 grams (frequency, duration and route not reported). At the time of this report the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from this peritonitis event (previously unknown). Should additional relevant information become available, a supplemental report will be submitted.